Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had calcified anatomy and a calcified aortic annulus, therefore a pre-dilation was performed. The valve was implanted. During post-dilation or afterwards, the valve dislodged higher and appeared to be above the annulus on the non-coronary cusp (ncc) side. Moderate regurgitation was present. The patient was planned to be assessed for a possible second valve implantation. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 (lot: 0012180460); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012176553); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, the patient had calcified anatomy and a calcified aortic annulus which may have contributed to the dislodgement. Dislodge events are typically not related to a device malfunction. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 1-2 millimeter (mm). Following dislodgement, the valve was positioned at a depth of 1mm. A non-medtronic (lunderquist) guidewire was used during the procedure.